Manufacturer narrative:
(B)(4). The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08710 inches test however, the pump alarmed pump error during the self test and pump error alarm is found in the downloaded history file due to broken trace at electrical board on the keypad assembly. No pump error alarms noted during testing.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer stated that the insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.